Event description:
It was reported that this pacemaker device is suspected of having a premature battery depletion. The clinic reported several episodes over the last year of high thresholds. The power consumption has decreased from ten years remaining battery longevity on (B)(6) 2020, to three and half years remaining battery longevity on (B)(6) 2021. A technical service (ts) consultant sent a download of the device's diagnostic data to engineering. The engineers confirmed an increase in power consumption due to patient condition and programming. At this time ts states the power consumption is normal, and advised on programming options. The device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
This product remains implanted and has not been returned. As such, physical analysis has not been conducted in our laboratory. The conclusion of no problem detected was selected because it can be concluded that unknown factors probably contributed to the event. As no further information concerning this report is expected our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker device is suspected of having a premature battery depletion. The clinic reported several episodes over the last year of high thresholds. The power consumption has decreased from ten years remaining battery longevity on (B)(6)2020, to three and half years remaining battery longevity on (B)(6)2021. A technical service (ts) consultant sent a download of the device's diagnostic data to engineering. The engineers confirmed an increase in power consumption due to patient condition and programming. At this time ts states the power consumption is normal and advised on programming options. The device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
New information was received indicating that this pacemaker device was surgically explanted due to a suspected premature battery depletion. Besides surgical intervention, no adverse patient effects were reported. At this time, the product has been returned. A final report will be submitted upon completion of analysis.